Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the proglide device after a coronary angiogram procedure. Reportedly, the physician inserted the device into the artery; however, bleed black was not obtained coming out of the marker lumen. The device marker lumen had been flushed prior to use, showing saline solution exiting the marker port. The device was removed from the patient and re-flushed three times; however, without achieving marker lumen patency. A second proglide was used to achieve hemostasis. The manufacturer representative was present during this procedure and believes it is likely that a small piece of thrombus lodged itself in the device causing the marking issues. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was disassembled to observe the marker lumen. The marker lumen was not collapsed or pinched to prevent blood flow. There was dried blood at the tip of the distal marker lumen, but it cannot be confirmed if this prevented the marking issue. The marker lumen was cleared of the dried blood and patency was verified. There was no product deficiency observed. The analysis does not confirm the reported experience that marking was blocked during use. The cause of the reported incident could not be determined. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.